Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left ventricular tachycardia (vt) with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During radiofrequency ablation in the left ventricle for the treatment of ventricular tachycardia, a left ventricular perforation occurred that resulted in a cardiac tamponade. Pericardiocentesis was performed and yielded an unspecified volume of fluid. Patient was reported to be hemodynamically stable. Physician indicated that the adverse event was not related to any issues, errors, or malfunctions on any bwi products or equipment. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for left ventricular tachycardia (vt) with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. Additional information was received on 6/20/2018 indicating the event occurred during the ablation phase and the male patient required extended hospitalization for pericardiocentesis to treat the pericardial effusion. The patient has now made a full recovery. The patient¿s diagnosis pre ¿ procedure was ischaemic ventricular tachycardia and ischaemic heart disease might have contributed to the event. The physician thinks the adverse event was caused by ablating with high force. Transseptal puncture was not performed and the access was retrograde. Generator parameters at the time of injury included power control mode at 35 watts, temperature of 42 degrees celsius, and impedance of 137 ohms. The power was not titrated during ablation. Overall ablation time at the site of injury was 3 minutes and 30 seconds. The last ablation cycle time at the site of injury was of 28 seconds. A thermocool smart touch irrigated flow catheter was used and flow was set at 30ml/min. It is unknown if the patient received anticoagulant during the procedure. The smarttouch catheter was not in close proximity to any other catheter. No error messages were observed. The catheter zeroed after the initial warm-up phase, post catheter connection to the carto® 3 piu. The carto® 3 system did not indicate to re-zero the catheter. Manufacturer ref no: (B)(4).